Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a possible non capture issue was noted on the right atrial (ra) and right ventricular (rv) leads post operatively. An atrial lead position check failure was also noted with possible atrial lead dislodgement. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that dislodgement of the ra lead was confirmed the lead was programmed off and later repositioned. The lead remains in use.